Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: 319d19. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage with a stapler retainer loose. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. In addition, a tyvek was returned along with the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 319d19 and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details for the device malfunction. Was the issue found with the rotating knob or anvil? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, cannot open/ close the anvil smoothly. No further details were provided. No patient consequences reported.